Manufacturer narrative:
Lots identified. 8000224826. 8000224827.

Event description:
It was reported that ips implants were identified as fractured following nine months of implantation. They were removed and replaced.